Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data was collected and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was rising. Between (B)(6) 2015 and (B)(6) 2016, rv pacing impedance rose from 515 ohms to 9194 ohms.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.